Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to cuff erosion. All components were removed and replaced. No further patient complications were reported.